Manufacturer narrative:
(B)(4) follow up report for correction. This complaint is not a reportable event. Annex a code was incorrect in the initial MDR. Annex a code should be a21 ¿ labeling, instructions for use or training problem.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 23ga 1-1/4in lax tw label content was incorrect. The following information was provided by the initial reporter translated from portuguese to english: we had to return 40 boxes of item (B)(4) - desc needle bd 30 x 0,60 cx c/100, because it arrived with a different ean code, without prior notice. Source note: (B)(4). Ean we have on file: (B)(4). Ean that arrived: (B)(4).

Manufacturer narrative:
Updated investigation: sku 303517 was registered with three ean codes, one for each packaging and product tracking level. The sequence and numbering are as follows: paper ean (B)(4) corresponds to (B)(4) needle unit. Carton ean (B)(4) corresponds to (B)(4) needle units. Shipping box ean (B)(4) corresponds to (B)(4) needle units. The current standard for products manufactured at bd curitiba and sold in (B)(6) and some latam countries is to indicate the ean code at the unit level of the product, i.e., the barcode on the paper. The batch of the product complained about by the customer displays the shipping box barcode at the carton levels, which is inconsistent with the standard used by bd at the curitiba factory. The barcode corresponds to the same sku 303517, but it displays the shipping box barcode, not the individual product code or even the carton code. I emphasize that this issue does not prevent the product from being used, as it is simply a misalignment between the current code and the one the customer was used to receiving. A root cause investigation was conducted for this case, and we identified the root cause as one of the database accesses in the system that bd uses to generate labels and barcode printing data. When registering a new label/table for a new sku, the person responsible for the change used the table for the sku requested by the customer as a basis. After creating the new sku, the local team inspected the new label and missed the accidental change to the table/label for code 303517. The printout has now been updated to reflect the ean code (B)(4), as previously used by bd. Therefore, the customer should be able to make and confirm the change and proceed with adding the product to their inventory. A measure will be implemented in local procedures to ensure that the tables are checked every time the database version is changed to ensure compliance with regulatory requirements and product specifications.

Event description:
No additional informaiton.

Event description:
No additional information provided.

Manufacturer narrative:
A complete analysis of the lot history (DHR) was conducted, including maintenance records and quality notifications. No deviations related to the reported incident were identified. Based on the photos and the customer's report, bd confirms the occurrence of the incident. The lot in question (4353237), produced at the curitiba facility, presented an incorrect barcode applied to the needle cartonettes. The barcode printed on the cartonettes corresponds to the shipping box, rather than the individual needle unit, as expected. The correct code, according to the customer¿s database, is: expected code (individual needle): 00382903035175. Applied code (box): 30382903035176. Historically, the same code was used for the unit, cartonette, and box. However, bd is currently undergoing a product code standardization process in accordance with internal system guidelines (sap), which has resulted in differentiated codes for each packaging level. Despite the barcode discrepancy, the product remains the same across all packaging formats (unit, cartonette, and box): needle 0.60 x 30 mm. Therefore, there is no impact on product functionality or safety.